Event description:
It was reported that a product was explanted after the battery drained due to a suspected short. The patient was not receiving therapeutic effect. The internal pulse generator and 2x4 connector will be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).